Event description:
Immediately following laminectomy; a foreign body was noted on a post-operative x-ray. Patient was returned to the o.r. And the foreign body removed. Foreign body appeared to be the radiopaque stripe from one of the surgical strips. Patient tolerated the operation well and was discharged without further problem.